Manufacturer narrative:
The report event of fractured lead/break was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays were inconclusive for lead fracture. To address the issue, the physician opted to perform surgical intervention on (B)(6) 2019 where diagnostics revealed high impedances for the lead. The physician explanted the lead and reported a fracture was seen on the lead. Two new leads were implanted during the procedure.